Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that slight vessel occlusion occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in distal right coronary artery (rca) with 80% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with direct stent placement using a 2.25mm x 16mm promus element¿ plus drug-eluting stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the mid rca with 75% stenosis and was 14mm long with a reference vessel diameter of 3.0mm. Target lesion #2 was treated with direct stent placement using a 2.75mm x 16mm promus element¿ plus drug-eluting stent. Following post dilatation, residual stenosis was 0%. After the procedure, slight disruption was noted in the proximal rca which was subsequently treated with balloon angioplasty with excellent status. The following day, the patient was discharged on aspirin and clopidogrel..

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient presented due to unstable angina. Post index procedure, the patient was also treated with intracoronary nitroglycerin. The subject was diagnosed with multi-vessel coronary artery disease.